Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. Corrosion was found on the startech/ec connector. The device was returned to use.

Event description:
During a procedure, there was intermittent loss of all of the 3 images. The physician was able to complete the procedure. There was no consequence to the patient.